Event description:
I had a total hip replacement on right hip on (B)(6) 2006. I have a depuy pinnacle sector 2. I have had pain ever since. I went back to doctor, and was more or less told to quit my job. I have to provide for my family. I struggle to work each day. I am not able to do much outside of work, due to pain. Besides myself, my family suffers as well. I can't do most things my kids want to do. Sometimes it hurts to sit, stand, or even lay down much less walk or stand up for any length of time. I know there are many other people having problems with this implant. Could you please check into it? I cannot afford to pay for another hip replacement, and it gets harder and harder to deal with pain. Dates of use: (B)(6) 2006 - (B)(6) 2009.